Event description:
Customer complaint states: "respiratory therapist [name removed] reported that during a code, one of our et tubes was used on a patient, and during the course of an unsuccessful resuscitation attempt the 15mm connector (continued) came off the et tube a number of times while the patient was being "ambu-bagged". This led to blood from the airway being released into the area, exposing clinicians. The patient was unable to be resuscitated and the tube was not saved upon expiration of the patient. [Respiratory therapist], although not the attending rt, expressed that she felt the et tube did not have a direct effect on the unsuccessful nature of the resuscitation."

Manufacturer narrative:
(B)(4). Corrected data: adverse events: 'adverse event' added. Outcomes and attributes: 'death' added. Corrected to 'death' other remarks:

Manufacturer narrative:
Qn# (B)(4). Customer complaint reported an alleged device malfunction that occurred during an unsuccessful resuscitation attempt. There was no report the alleged malfunction caused or contributed to the patient outcome. Teleflex contacted the operator of the device, who stated "I do not think that the disconnection of the tube had anything to do with the patients death. The disconnections of the et tube were quick and we were not having problems with oxygenation that I recall." The device involved was reported not saved, therefore not available for evaluation. A variant model from the same family in current production was used for testing. Samples (430) were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. (Continued). Other remarks: a device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and determine a root cause. Root cause is undetermined. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "respiratory therapist [name removed] reported that during a code, one of our et tubes was used on a patient, and during the course of an unsuccessful resuscitation attempt the 15mm connector (continued) came off the et tube a number of times while the patient was being "ambu-bagged". This led to blood from the airway being released into the area, exposing clinicians. The patient was unable to be resuscitated and the tube was not saved upon expiration of the patient. [Respiratory therapist], although not the attending rt, expressed that she felt the et tube did not have a direct effect on the unsuccessful nature of the resuscitation."